Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion set cannula was kinked event on (B)(6) 2024. The site of insertion was abdomen. The blood glucose level was found to be high and patient took correction via mdi. No further information.